Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthesis was explanted at implant, and replaced with a same model, smaller size valve. Through follow-up, it was learned that the valve was explanted due to complications closing the aortotomy and difficulty coming off bypass. Operative report indicates, "a 25mm size valve was implanted but aortotomy could not be closed without tension. So I did put a small piece of hemashield patch between the aortotomy. After coming off bypass, the left ventricle contractility was poor and the patient did not come off bypass. We did have suspicion whether the big prosthetic valve was impinging on the left coronary ostia, although we could see the blood flow going through the coronary ostia in the tee. Since were unable to come off bypass, we went back and arrested the heart. A second time, I tok the prosthetic valve and put a smaller size valve in. The 23 mm pericardial valve fit very nicely without any problems, and at this time, I was pretty much sure that the left coronary ostia is wide open".

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The surgeon indicated that the reason for explant is not related to a device malfunction, and there has been no information to suggest a device quality deficiency that may have caused or contributed to this event.